Manufacturer narrative:
It was reported that the patient ports are damaged on the front of the unit. The customer stated the proximal port were damaged and requested onsite service. A field service engineer (fse) went onsite and replaced the front panel to resolve the reported issue. The fse replaced the front panel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the patient ports are damaged on the front of the unit. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the patient ports are damaged on the front of the unit. The customer stated the proximal port were damaged and requested onsite service. The investigation is ongoing.